Event description:
Prior to 2003, pt went shopping with family member during which pt started having angina pain and was pale. Pt took ntg and next day went to the hospital where they were certified to have had a mild heart attack. Heart catheterization was done and a clogged artery was found and a cypher stent was put in. The next day the pt started having pain, itching and breathing difficulties. They had fever, bp changes as well. Pt is on steroids, albuterol, neurontin, norvasc, insulin, plavix, toprol xl, lipitor, diovan, "artos." Pt has been hospitalized for the past ten days.